Manufacturer narrative:
No product was returned for evaluation; therefore, a physical evaluation of the device cannot be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: 100% cto of sfa to p2 segment. Access obtained via safari technique. During wire access a large sub intimate plane was created at the proximal vessel site. Jetstream was used as per dfu with 30 second run timed and 20 second rex times. Wire protruding from pod was noticed to grow and reduce during operation. Jetstream noted to be advancing with blades down with no issues. Total lesion treated with blades down x 2 passes. Expandable blades engaged and there where periods where audible revs slowed and it was decided that a sub intimal plane was accessed and blades where disengaged. This was done in approximately 3 areas but one was prolonged regarding blades up engagement. Device was then attempted to be removed but unable to be due to wire weld. All tips and tricks attempted to disengage the catheter from the wire but unable to do so. Access to target lesion list and unable to gain access again due to sub intimal plane at origin of target vessel and patients back discomfort. Additional information received on (B)(6) 2021: what caused the large sub intimate plane (guidewire or jetstream device)? Caused when attempting to access/cross the cto lesion. Terumo glide wire used as well as numerous other interventional wires, other than our thruway wire. Our thruway wire was not used to navigate access across the lesion but only in collaboration with the jestream device, as per recommendations. The sub intimal plane was caused during the attempted crossing of the lesion prior to jetstream use. It was also contributed to as the lesion was a " flush occlusion" meaning that the origin of the vessel to be accessed was completely blocked and the guidewire engagement through and into the vessel was blind. Common issue with these type of procedures. Was any intervention or treatment done? The jetstream atherectomy procedure was successfully completed but access to the targeted vessel was lost due to the entire atherectomy system ( jetstream catheter and thruway) needing to be removed as one system due to wire weld. Vessel access was unable to be re established due to the distal pedal wire access being removed once the vessel was initially crossed (prior to jetstream) and the large subintimal plane at the flush occlusion at the proximal end of the vessel. The true lumen of the vessel was unable to be re accessed to complete the procedure and maintain patency of the vessel. Additional information received on (B)(6) 2021: what caused the jetstream and thruway wire to stick together? Potentially the jetstream catheter spinning in one spot for too long and heating up the wire. What is meant by "welded debri"? Embolic material secondary to the liberation of the vessel calcification becoming logged between the jetstream catheters internal lumen and the outer surface of the guide wire. Increased heat due to the jetstream catheter spinning on the guide wire potentially causes the debri to weld to the wire as explained previous. Did the patient experience a serious injury during the event? No.